Manufacturer narrative:
Block b3: exact date unknown, event occurred 7 months after implant. Block d6b: explant date: 7 months after implant. Additional suspect medical device components involved in the event: product family: scs-extension, upn: m365sc3138350, model: sc-3138-35, serial: (B)(6), batch: 7042486 /7042619/7045096/7045094. Product family: scs-paddle leads, upn: m365sc8336500, model: sc-8336-50, serial: (B)(6), batch: 7052765.

Event description:
It was reported that the patient underwent an explant procedure due to an unknown reason. No further information could be obtained despite good faith efforts.